Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had an electric shock sensation which first started (B)(6) 2019. The patient stated when it first happened it woke her up and the shock sensation was in her head, it happened very fast and it felt like a burning sensation. Patient stated it happened 3 more times that night. Patient stated she googled it and it said that shock sensation in her head can be common for people with ms and the patient has ms. Patient stated that a week later in (B)(6) 2019 she felt a shock sensation on the left hip and her ins is on the left hip. When asked if there were any contributing factors, the patient stated she has had a fall but it wasn't a big deal and she didn't hurt herself. It was suggested the patient contact their doctor to have the ins and leads checked. No further complications were reported or are anticipated.